Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided "it has been confirmed that the asr resurfacing construct was implanted, which only involved the asr cup and head." Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2007 medical records report the patient had a left hip resurfacing with depuy asr.on (B)(6) 2011, the patient was noted to have a resurfaced hip revised to a total left hip due to failure on the femoral side, fracture of the femoral neck. Sticker sheets note the patient had a pinnacle cup, marathon poly liner, metal femoral head, summit stem, 2 pinnacle screws, and an apex hole eliminator implanted. The legal document notes that the patient was revised due to pain, and failure of fracture of the base of the neck, metallosis, metal debris and a large cyst, reaction to metal ion levels, adverse local tissue reaction.

Event description:
Litigation record received. Patient alleges pain, develop cyst around the stem, an x-ray confirmed failure of the femoral component and sustained a fracture at the base of the femoral component. After revision, patient continued to experience pain, developed cyst as a result of metal and patient underwent further surgery for removal of bony exostosis on (B)(6) 2015 but it is unknown what products were removed and implanted. Patient continued to experienced pain and suffering and affect quality of life and ability to earn income and difficulty with walking and continued to have elevated levels of heavy metals in patient's bloodstream but it is unknown which products were removed during first and second revision and it is unknown if the products implanted during revisions were depuy. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.